Event description:
The following has been reported: biomed reported: (B)(6): service needed error message. No patient of user harm was reported and no report of stopped infusion. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 6 failure. During initial startup the air compressor was heard attempting to charge one of the tanks multiple times before the device alarmed out. New device logs were pulled which confirm a valve 6 failure. Functional testing was attempted but after restarting the pump to revert it, the failure went away and testing was passed, showing the failure is intermittent. Also, the pneumatic plate was found to be damaged.